Event description:
Facility paramedics had connected the device to a pt through combination electrodes. The pt was determined to have a heart rate of approximately 200 beats per minute. An attempt was made to cardiovert the pt with the device. Reportedly, the device failed to cardiovert the pt. The observation of observations upon which this allegation was based was not reported. No additional information concerning the event was reported. According to the reporter, the pt is believed to have been resuscitated.